Event description:
Erratic readings when testing a patient. In blood glucose tests, hospital staff received readings of>500 mg/dl, 97 mg/dl, 222 mg/dl and 134 mg/dl within 10 minutes. All tests were performed on the finger. No report of death or serious injury associated with this event.